Manufacturer narrative:
The medical provider communicated orally with her (B)(6) medical surgical account representative prior to (B)(6) 2021 that several of her patients had developed infections at the site of administration post different types of vaccine administration within the last 6 months. The medical provider shortly after the oral conversation, provided information via email on (B)(6) 2021 that she believed that the (B)(6) labeled needles/ syringes were the common factor and may be the reason for the development of these infections that resulted in abscesses. The medical provider did not provide any product lot information regarding the (B)(6) labeled needle/syringes nor any patient specific information regarding the adverse events. Based upon our review of shipment data for the defined time period the medical provider received two different types of needles/syringes under the (B)(6) label as well as two different (B)(6) labeled needles/syringes distributed by (B)(6) medical surgical. As a result of this complaint, we are filing an MDR for each type of the (B)(6) labeled needle/ syringe products received by the medical provider.

Event description:
The medical provider communicated that several patients had developed infections at the site of administration post different types of vaccine administration. The medical provider stated that she believed the needles were the common factor.